Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump platen door was visibly bent. The pump also was unable to pass a 40 psi test, which is used to test for potential free flow. Based on the extent of the damage, the pump appears to have been dropped, causing the damage to the platen door. The pump was repaired and returned.

Event description:
The initial reporter contacted mmdg to report an unrelated cosmetic complaint. When the pump was returned to mmdg for evaluation and investigation, the pump platen door was bent and the pump failed 40 psi testing, which is used to check for potential free flow. The initial reporter did state that this occurred during testing and there was no patient involved. [(B)(4)].